Event description:
The customer reported that the compressor on this ventilator is very noisy and it fails the compressor test. No pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The carefusion failure analysis technician evaluated the compressor assembly and verified the compressor being noisy. Conducted a compressor test and failed the test and uim would intermittently alarm ¿loss of gas¿. The compressor is not supplying constant air. Proceeded by disassembling the compressor and while disassembling the compressor was able to see plenty of oil as well as shaving dust inside. Also two seal tips were out of place applying friction the scrolls making the scrolls difficult to rotate. Duplicated and isolated the reported problem to the seal tips being out of place.